Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and motion sensor test failure alarm. The customer reported that the motion sensor test failure alarm was recurring. The customer's blood glucose was 297 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motion sensor test failure alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant a35 alarm during rewind due to motor encoder signal out of phase. Unable to test motor error alarm due to constant a35 alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.